Event description:
The customer alleged that the ventilator went inoperable with a e38 error. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. During testing, however, the vent failed the flow stop valve test during quick test. Visual inspection revealed a broken nipple on the check valve. The check valve was replaced and the unit passed extended self valve. The check valve was replaced and the unit passed extended self testing. There was no pt harm or change in therapy as a result of the malfunctions. The cse noted that the device was long past due for retube maintenance. The check valve is replaced during the retube.